Event description:
It was reported that the patient experienced multiple hypoglycemic events while using the ilet system, with the lowest blood glucose reported at 42 mg/dl, occurring in the context of frequent meal announcements and multiple infusion set and supply changes; the patient discontinued ilet use and transitioned to multiple daily injections pending further evaluation and potential factory reset. Symptoms included hypoglycemia treated with oral glucose. Outcomes included recovery without third-party assistance, without glucagon use, and without emergency care or hospitalization. Investigation included log review via contact sync, troubleshooting, and user education on proper ilet usage and meal announcements. Investigation of this case revealed no definitive device malfunction and an unclear cause of hypoglycemia. It was concluded that the cause of the hypoglycemia was undetermined, and replacement infusion sets, connectors, and cartridges were provided as a goodwill shipment. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.